Event description:
It was reported that the device was used during a lower anterior resection. It was reported by the rep that the surgeon was using the ax55g during the procedure and he approximated tissue with the white handle. The staples did not form when fired with the black handle. The case was completed with clamps (they hand sewed the anastomosis). There was no consequence to the patient.